Manufacturer narrative:
Additional information was received that the patient's burning sensation in the groin area and inability to walk on the left foot was not device related.

Event description:
A report was received that the patient was unable to walk on his left foot and was experiencing a burning sensation in the groin area which the same side of the implant. It was also reported that the patient had issues with stimulation off.

Event description:
A report was received that the patient was unable to walk on his left foot and was experiencing a burning sensation in the groin area which the same side of the implant. It was also reported that the patient had issues with stimulation off.